Manufacturer narrative:
H10: the following additional information was received on 08/29/2020: a revision surgery to remove all hardware was successfully completed on (B)(6) 2020. Upon removal, it was confirmed that one screw was broken. No additional device deficiencies were found. The surgeon used biologic and a staple versus replacing the hardware as the patient's bones were plantarly fused. Updated data: b5: it was reported that after an initial bunion surgery, one screw was found broken upon review of radiographic images from the patients postoperative follow-up. A revision surgery to remove all hardware was successfully completed on (B)(6) 2020. Upon removal, no additional device deficiencies were found. The surgeon used biologic and a staple versus replacing the hardware as the patient's bones were plantarly fused. H1: type of reportable event - serious injury. H3: device was not evaluated by the manufacturer as it was not returned for evaluation. New information: b2: required intervention to prevent permanent impairment/damage (devices) b4: date of this report - 09/03/2020. D7: explanted on (B)(6) 2020. G4: new information received by manufacturer on 08/29/2020.

Event description:
It was reported that after an initial bunion surgery, one screw was found broken upon review of radiographic images from the patients postoperative follow-up. A revision surgery to remove all hardware was successfully completed on (B)(6) 2020. Upon removal, no additional device deficiencies were found. The surgeon used biologic and a staple versus replacing the hardware as the patient's bones were planetary fused.

Manufacturer narrative:
After an initial bunion surgery, it was reported that one screw was found broken upon reviewing radiographic images from a routine follow-up appointment. The device currently remains implanted with a revision scheduled for (B)(6) 2020. The device history records for all devices intended to be implanted were reviewed (sk14, 1405-1408, 1405-1409, and 1405-4051) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to the breakage of the screw, it is possible the initial placement of the plates combined with the patient's non-compliance and resulting non-union likely subjected excessive stress to the screw. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, one screw was found broken upon review of radiographic images from the patients postoperative follow-up. The devices currently remain implanted with revision scheduled for (B)(6) 2020.